Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed.

Event description:
On (B)(6) 2017 the lay user/patient representative (reporter) contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was displaying an apply sample meter message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at approximately 4.30 am on (B)(6) 2016. The patient manages his diabetes with insulin (no adjustments). The reporter denied that the patient took any action regarding his usual diabetes management regime in response to the alleged meter issue. Approximately 30 minutes after the alleged meter issue began, the patient developed the symptom of "sweating". The reporter denied that the patient received any treatment as a result of the alleged issue. During troubleshooting, the csr confirmed that this was not the first time the meter had been used and confirmed that the patient was using the correct test strips and following the correct testing procedure. The reporter confirmed that the test strips filled with blood completely. The csr was unable to confirm if the issue was resolved on retest. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.